Event description:
It was reported that during a pulse generator implant procedure, the ventricular lead was connected to the device and loss of capture and low impedance were noted. The physician attempted to position the lead differently but elected to no longer use and replace the lead. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).